Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use at the time of the event. A philips field engineer (fse) inspected the system onsite and confirmed there was a delay in fluoroscopy and cine functionality. Troubleshooting actions determined that the issue was a bad connector contact. The fse contact was cleaned and reseated. After the contact was cleaned and reseated, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system's fluoroscopy and cine functions were delayed. No patient or user harm reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.